Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging missing segments on her one touch ultra meter. The patient was unable to obtain a blood glucose reading due to missing segments on her ultra meter starting on (B)(6) 2010 at around 2:00 pm. The patient took her usual dosage of medication, 3 units of regular insulin, after the reported issue began. Approximately 48 hours later, she experienced dry mouth, was feeling sleepy, weak and tired. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter was replaced. The complaint is being reported since the patient alleged that due to missing segments, she was unable to obtain a blood glucose reading and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.